Manufacturer narrative:
At this time, the investigation is still ongoing. This individual report provides data received from the (B)(6) registry.

Event description:
Per the field clinical specialist (fcs), this was a tf tavr procedure with a 23mm sapien 3 ultra valve. This patient had a history of severe peripheral vascular disease (pvd), therefore, weeks prior to the tavr procedure, the patient underwent a shockwave procedure and implantation of a 8 mm common iliac artery stent. During the tavr procedure, the 14f esheath was inserted with difficulties due to the pvd and iliac stenting. This also caused high push force when advancing the delivery system/valve into the esheath. The valve exited the sheath and was aligned with no issues, however, when attempting to deploy the valve, the balloon would not inflate during the initial pacing run. Pacing was then stopped for assessment. Since everything looked fine, it was elected to try again with the same device. Upon inflation, 'the balloon ruptured'. The valve was slightly deployed, so it was attempted to withdraw the delivery system down to the sheath for removal. However, the valve would not enter the esheath. After several attempts to remove it, the patient's pressure began to drop. An aortic perforation was suspected, and the case was converted to open surgery. It was confirmed that the patient had an aortic perforation just above the superior mesenteric artery. The partially deployed valve was removed and the aorta was repaired. However, the patient expired on the table due to continued blood loss and hypotension. The cause of the inability to inflate the balloon was believed to be that the esheath caught on the iliac stent and drug it up into the aorta. Then unbeknown to the implanters, when the crimped valve exited the sheath, it entered the peripheral stent securing it onto the frame of the valve. Images showed the metal mesh around the explanted sapien 3 ultra valve.

Manufacturer narrative:
Correction to h3 and h6 based on additional information received. The device was not returned to edwards lifesciences for evaluation, however, a device history records (DHR) review did not reveal any similar complaints. During the manufacturing process, the commander delivery system is visually inspected and tested several times. During manufacturing, the delivery system balloon component was 100% inspected. During the final inspection, the delivery system underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of cine imagery provided by the site showed a slightly bent stent on the valve inflow side and imagery after use in the patient revealed the valve partially deployed on the balloon and entangled in metal mesh. The balloon was filled with blood. The following instructions for use (IFU) were reviewed: IFU for commander delivery system, device preparation manual, and procedural training manual. Based on the review of the IFU and training manual, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed. However, due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of DHR, complaint history, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the complaint description, 'they experienced high push force while attempting to pass the valve' and per the case notes, 'when the valve exited the sheath, unbeknownst to the implanters, the crimped s3 ultra entered the peripheral stent and essentially secured onto the frame of the s3 ultra.' High push force may cause the crimped valve to be non-coaxial with the flex tip and crimp balloon, resulting in the struts puncturing the balloon and creating a channel for leakage. Additionally, the interaction of the crimped valve on the balloon with an existing stent may compromise and restrict the balloon wall during inflation, resulting in inflation difficulty and balloon damage. As the location/type of leakage is unknown, a definite root cause is unable to be determined at this time. Per the complaint description, 'the valve was slightly deployed, so they attempted to withdrawal the delivery system down to the sheath for removal. The valve would not enter the sheath.' Per the training manual, the thv can only be retrieved the through the sheath prior to deployment. A partially deployed valve, in addition to the mesh it was entangled in due to the stent, would likely have a larger diameter, contributing to the reported withdrawal difficulty. A definite root cause is unable to be determined at this time. However, available information suggests procedural factors (stent, high push force, withdrawal of partially crimped valve) and patient factors (pre-existing stent) contributed to the reported event. The complaint was confirmed. However, no manufacturing nonconformances were identified during evaluation. A definite root cause is unable to be determined at this time. However, available information suggests procedural factors (withdrawal of partially crimped valve) and patient factors (pre-existing stent, stent, and high push force) contributed to the reported event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.